Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event; it was being prepared for clinical use, and no patient was present. Once the customer recovered the system, they reported using it for clinical use. The philips remote service engineer (rse) inspected the system remotely and found that the system experienced power failures that hard shutdowns could not resolve. The customer suspects that the sockets under the desk might be contributing to the issue; however, it was clarified by rse that these sockets are local mains intended for third-party pcs and are not directly responsible for any system power issues concerning philips monitors. Philips monitors are powered by the crcb, which gets its power from the m-cabinet located in the tech room. The customer managed to recover the system, and it is now booting up. The rse advised the customer to closely monitor the system for any further incidents or irregularities in its operation. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.